Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain, cloudy effluent, nausea and vomiting. The breach in aseptic technique was not further described. Five days prior to the peritonitis diagnosis, the patient experienced abdominal pain, cloudy effluent, nausea and vomiting. It was reported that the patient was not hospitalized for the event. On the same day as the event onset, the patient was treated with vancomycin (intraperitoneally, ongoing, dose, frequency not reported) and fortaz (intraperitoneally, ongoing, dose, frequency not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.